Event description:
It was reported the patient experienced shocking or jolting at the implantable neurostimulator site. The shocking was reproducible with positional movement or light palpation of the implantable neurostimulator area, otherwise, the paresthesia was good in the correct area/location. This occurred following implant. The impedance on some contacts was >10000 ohms. Additional information received reported the impedances did not resolve, however, the xrays showed no issues. There were no interventions planned, as the patient was receiving effective parasthesia.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3550-29, lot# n329785, implanted: (B)(6) 2012. Product type: accessory. (B)(4).